Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension product ID 3389s-40 lot# va06xmu serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a left side brain bleed upon implant. No further complications were reported as a result of this event.

Manufacturer narrative:
Event updated to be life threatening. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that following the brain bleed the patient was in the ICU for 5 days, after which everything started to be okay again. No further complications are anticipated.